Event description:
It was reported that the motor gearbox was noisy. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. The tamper seal was found removed on the sample received. The device was in used physical condition with no cracks noted. The event history log was reviewed, and no alarms were found related to the described failure of noisy motor gearbox. The reported problem of noisy motor gearbox was unable to be duplicated during testing; and therefore, the cause of the reported problem could not be determined. During testing of the pump, force sensor bridge test alarm occurred. The cable plunger and printed circuit board (pcb) plunger were replaced to resolve the problem of force sensor bridge test alarm. The cause of the issue found was a result of normal wear, as the pump is over 15 years old. (UDI) and g5 (PMA/510k) are unknown. No information has been provided to date. This MDR was generated under protocol(B)(4) .